Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging an unspecified power issue. No further information was provided. Customer technical support made multiple attempts to contact the reporter for additional information and troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #2 date of submission 12/22/2015-additional information/correction: the serial number of the pump associated with this complaint was corrected in the complaint file on 12/15/2015 to (B)(4). The pump with this serial number had already been returned and evaluated by product analysis on 10/26/2015 for a separate complaint with the following findings: during testing, the pump powered on and no intermittent conditions were found within the power circuit. Further, adequate testing of the power issue could not be completed due to disassembly of the pump for testing related to the separate complaint.